Event description:
It has been reported to philips that the locking mechanism of the catheter table failed. The patient underwent percutaneous mitral valve reconstruction. There were already two mitraclips implanted and the intention was to position a third mitraclip. A complication occurred, where the third mitraclip got stuck with the previously implanted second mitraclip. At that moment, the locking mechanism of the catheter table failed, which seriously endangered the patient. With each movement of the guiding catheter, the table moved, so a separate movement of the guiding catheter was not possible and the procedure could not be fixed. The procedure was continued because after two minutes the table could be locked again. If the problem was not resolved, the patient would have had to undergo cardiac surgery. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. The problem occurred during the planned/non-emergency mitral valve examination. The examination was continued because the table could be locked again after two minutes. The philips field service engineer (fse) inspected the system onsite and confirmed that during an implantation, the table's locking failed. Review of log file confirmed the reported fault and cause of the problem was potmeter assy angulation drive. Fse replaced larc propeller potentiometer. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact and evaluation method codes were corrected.

Manufacturer narrative:
Philips has investigated this complaint and, according to the additional information gathered, the system malfunctioned during a planned/non-emergency mitral valve examination. The procedure was completed as the table got locked again after two minutes. A philips remote service engineer (rse) analyzed the log file and found ¿application error: error on larcbeampropeller movement¿ which caused the geometry to restart and the table to float. A philips field service engineer (fse) examined the system on-site and found the potentiometer value of the lateral propeller movement was out of tolerance. The fse replaced the l-arc propeller potentiometer to resolve the issue. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. In biplane systems, imaging can be performed from the frontal and lateral planes, if the lateral plane is unable to be used, imaging is still available on the frontal plane and the procedure can be completed in a controlled manner and vice versa. Therefore, philips has determined that this case is not reportable. The codes were updated based on the investigation outcome.